Event description:
A malfunction was reported with the pump categorized under malfunction 16-0x20e6, requiring it to be replaced as the issue was non-resettable. There was no reported impact to the customer's blood glucose level, and the customer declined to share their blood glucose levels or backup therapy information. The customer was informed about the need to replace the pump, which was confirmed to be within warranty, and instructions were provided for returning the problematic pump to tandem. A replacement pump was issued, and necessary details such as shipping address and storage mode instructions were confirmed by tandem technical support.